Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the paramedics were called to treat low blood gluocse of 44 mg/dl. Customer also has a knee infection. Paramedics transported customer to hospital. Customer stated that she bolused without eating. Hospital treated with glucose through IV. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.